Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that while the patient was at work, her cgm started to alert her that she was low with the reading of 55 mg/dl. She was feeling lethargic, having headache, felt her body was heavy and nauseous. Her colleague called emergency medical services (ems). When ems arrived, her manual bg was showing high with no value while cgm was showing 55mgdl. Ems did not provide treatment/medication and brought the patient to the emergency room (ER). At the ER, her cgm was still reading 55 mg/dl while her bg through fingerstick showed high (over 600mgdl) and actual was only confirm when the blood work result came, showing 854 mg/dl. They administered insulin via IV, zofran for nausea via IV and IV fluid. She was admitted and transferred to a private room on 02/06/2026. No additional medication provided other than administered IV insulin, IV zofran for nausea and IV fluids. The patient was discharged on (B)(6) 2026 with a bg reading of 111 mg/dl. The patient reported feeling fine at the time of the call. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.